Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during manual prime. The customer's blood glucose was 143 mg/dl at the time of incident customer states the did not exit insulin during plunger push. The customer as advised to change the reservoir and perform plunger push. The customer was advised to verify if the insulin did exit. The customer reported that the insulin pump alarmed no delivery alarm. Customer advised to revert to backup plan per hcp instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Insulin pump had minor scratched display window.